Event description:
The pt was being ventilated during surgery. The upper pressure limit was reached but no high pressure alarm was generated, nor did the expiratory valve open to release the pressure from the system. The pt was not injured. Device was put out of operation.